Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the device couldn't cut any tissue samples after cutting samples two times. No patient consequences were reported.